Event description:
Information from clinical trial database. Unruptured carotid ophthalmic aneurysm with 6 coils: qc-6-20-3d, qc-5-15-3d, qc-3-6-helix, qc-3-4-helix, qc-2-4-helix, qc-2-3-helix .complication: coil protrusion. No other procedural details provided.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Another countries' registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in 2008; enrollment ongoing. Target patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.